Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet repeatedly restarted when the user attempted to check alerts, with the screen turning white before the pump rebooted, which made the display difficult to read and alerts inaccessible and implicated the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light problem affecting visibility and a component-related issue consistent with a display that was difficult to read, involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.